Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit was returned for preventative maintenance". The unit was triaged and the service technician found that the pump failed the motor speed test. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage, service that the enteral feeding pump failed the motor speed test.